Manufacturer narrative:
(B)(4) for the reported event of distal end of needle bent. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary transbronchial aspiration needle was used at nodal station 4l in the lungs during an endobronchial ultrasound procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal end of the needle was bent when the physician extended it out of the sheath. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.